Event description:
It was reported that the patient had experienced atrial high rates, there was mode switch, but the diagnostic information had not been recorded. Atrial high rates had not been collected since (B)(6) 2009. A manufacturer technical consultant said that the device should clear upon interrogation, but this did not restart the diagnostics. Testing was done for a possible stuck reed switch. Despite using five magnets together, there was no tmt (threshold margin test) or magnet rate. It was states the device may be locked in or out of magnet mode. The physician was concerned about not having diagnostics and about the patient's reaction. The device was explanted and returned, with a report of stuck read switch, 'as noted by tech services'. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected evaluation summary. Evaluation summary: (B)(4): performance data collected from the device indicated that the device was stuck in a session on approximately (B)(6) 2009. No anomalies were found during analysis of the returned device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device indicated a sticky reedswitch. No anomalies were found during analysis of the returned device.